Event description:
Received letter from insurance company subrogation attorney alleging property damage of customer and that there was a potential malfunction and product was allegedly the cause. Fire damage.

Manufacturer narrative:
The model number, serial number, and date of manufacture have been updated. A scene inspection took place. The pride device was not the cause of the event.

Event description:
Received letter from insurance company subrogation attorney alleging property damage of customer and that there was a potential malfunction and product was allegedly the cause. Fire damage.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.